Event description:
It was reported that the workstation monitors would turn n. This caused the system to be unusable due to the loss of the live image. There is no report of injury or death.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.